Manufacturer narrative:
This complaint is being closed due to lack of information. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. A supplemental report will be submitted if additional information is provided.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit not switching on.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, health effect - impact code, investigation conclusion) h11. It was reported that cs300 intra-aortic balloon pump (iabp) unit not switching on. A getinge field service engineer (fse) was dispatch to evaluate the iabp unit and found unit was working only in battery backup but not in mains. Checked the unit and found power supply defective. It need replaced for the further diagnosis of the unit. Customer repaired power supply by themselves and using the machine.

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) unit not switching on. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8, h6 (type of investigation, component code).